Manufacturer narrative:
Product analysis the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. Concomitant medical products: product ID: ddbc3d1 ICD, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to sensing integrity counters (sic), high rate non-sustained tachycardia and oversensing. It was noted that the patient had a history of rv lead t-wave oversensing (twos) and shocks delivered for atrial fibrillation (af) with rapid ventricular response (rvr) due to noncompliance with medication. The rv lead and ICD remain in use. No further patient complications have been reported as a result of this event.